Event description:
In a follow up, the nurse explained that the lens was handled extensively prior to being injected into the patient's eye. The surgeon removed the lens from the preloaded injector and it was then loaded into a different cartridge and handpiece. It is not clear as to when the lens may have been scratched.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a lens was noted as being loaded incorrectly and scratched as it was being injected into the eye. The surgeon immediately removed the lens before complete insertion and implanted the back up lens instead. There was no harm to the patient. Additional information was requested.